Manufacturer narrative:
This case originated from a literature article therefore the event date, date of implant and date of death are estimated.

Event description:
It was reported that the subject coil, and three other coils were used to treat a basilar aneurysm. After successful coil embolization of the aneurysm, the physician continued to perform follow-up magnetic resonance angiography (mra) tests every six months. One and half years after the embolization, the mra showed residual at the neck of the aneurysm which was gradually growing. The physician suggested treatment but the patient declined. Approximately six years after the initial treatment, the aneurysm ruptured causing subarachnoid hemorrhage (sah). The patient underwent a second aneurysm treatment with coil embolization; however, the patient died 2 months after the procedure due to the damage caused by the sah and multi-organ failure due to kidney cancer. No other information is available.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, patient death, aneurysm burst and hemorrhage are known risks associated with such procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to the event.

Event description:
It was reported that the subject coil, and three other coils were used to treat a basilar aneurysm. After successful coil embolization of the aneurysm, the physician continued to perform follow-up magnetic resonance angiography (mra) tests every six months. One and half years after the embolization, the mra showed residual at the neck of the aneurysm which was gradually growing. The physician suggested treatment but the patient declined. Approximately six years after the initial treatment, the aneurysm ruptured causing subarachnoid hemorrhage (sah). The patient underwent a second aneurysm treatment with coil embolization; however, the patient died 2 months after the procedure due to the damage caused by the sah and multi-organ failure due to kidney cancer. No other information is available.